Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that he has had life-threatening lows while wearing a medtronic insulin pump. He stated that while wearing his old pump he totalled a brand new car and almost killed two other people due to a hypoglycemic episode. Afterward, he got rid of the pump. Additionally, he stated that despite receiving alerts for highs and lows from his sensor, there are still large discrepancies between his sensor glucose readings and his blood glucose readings. He mentioned that his insulin pump sometimes suspends unnecessarily due to false lows. The customer has not been reached as of yet. No products were shipped or returned.